Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure when liquid was observed to be leaking from a balloon pinhole 4mm distal to the distal end of the proximal marker band. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues along the length of the device that could have contributed to the complaint incident. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2017. It was reported that crossing difficulties occurred. The target lesion was locate in the left anterior descending artery. A 10mm x 3.00mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of the same device. No patient complication reported and patient's status was stable. However, device analysis revealed a balloon pinhole. It was further reported on (B)(6) 2017 that the initially reported event was a misdescription and that the exact event was a pinhole noted on the device during unpacking. Also, the device did not enter the patient's body.